Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no actions/ interventions have been taking yet. Patient got a referral back to their hcp to pursue intervention however no confirmed appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that an impedance check was ran and all electrodes were out of range. They stated that impedances were greater than 10,000, 20,000, and 40,000 ohms. The rep noted that the patient had lumbar spinal surgery about 2 years ago and indicated that the patient thinks that the issue occurred around that time. They stated that the patient stopped using the device because they had surgery and could not feel stimulation anymore. The rep added that the patient¿s implantable neurostimulator (ins) appeared to be in overdischarge. They stated that a jump start was performed, and impedances were still out of range. The rep noted that no intervention has occurred at this time, and that the patient will need to be referred back to their healthcare provider. No further complications were reported or anticipated.